Manufacturer narrative:
There was no impact to patients as a result of this event. The field service engineer (fse) was at the customer site and confirmed what the customer reported. The issue was found to be in the biomek instrument where the samples were processed previous to running them on the fc 500 flow cytometer resulting in the erroneous results being generated. The fc 500 was running without issue. It was found that the biomek instrument had a blocked piercing probe causing the samples to be improperly prepared previous to running them on the fc 500. The fse replaced the piercing probe on the biomek to resolve the reported issue. Bec internal identifier - (B)(4).

Event description:
The customer reported that samples prepped on the biomek generated erroneously high white cell counts when analyzed on the fc500 flow cytometer (p/n 626554). Data provided confirms and also shows erroneously high cd4+ results. The erroneous results were identified and not reported out of the laboratory. The patient samples were processed on a different biomek and the results considered correct were reported out of the lab. There was no report of death, injury, or change to patient treatment as a result of this event.